Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31289989l and no internal action related to the complaint was found during the review.   As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a qdot micro¿ catheter and the patient experienced cardiac perforation in the right ventricle that required pericardiocentesis, surgical intervention and prolonged hospitalization. There was a pericardial effusion that was discovered seven minutes after the catheters had been pulled from the body. It was confirmed through a transesophageal echocardiogram (tee). Anesthesiology noticed that the blood pressure was dangerously low. The medical intervention provided to the patient was that they "tapped" the patient and had to pull blood back from the chest, then reinfuse the blood through a groin access site. After that, a decision was made to send the patient up to the operating room (or) for emergency surgery. The patient¿s condition worsened and was sedated and cannulated. The patient required extended hospitalization due to emergency surgery to repair hole in his heart. The perforation was noted in the right ventricle. Patient was admitted to the cardiac intensive care unit (cicu). The physician's opinion on the cause of this adverse event was that it was procedure related. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop.